Manufacturer narrative:
(B)(4). The service engineer inspected the device and replaced the gui printed circuit board (pcb). The ventilator passed all the required testing.

Event description:
It was reported that the ventilator failed the graphical user interface (gui) power self-on test. There was no patient connected to the device.